Manufacturer narrative:
The device was not available for evaluation. It was reported that there was revision surgery was performed to remove a screw that backed out of the plate post operatively. It was a 3 level, extra lordotic, 54mm resonate plate at c3-6. The original surgery date was (B)(6) 2024. The revision date was (B)(6) 2024. X-ray images were provided. All the screws appear to be fully seated in the intra-op image. The post-op image shows one screw fully backed out of the plate. The sales rep reported that during the revision the screw migrated lateral to the plate while exposed and it could not be removed. The surgeon aborted the procedure without removing the screw and plans to refer to a general surgeon. The rep reported that the patient did not have pain. At the time of this report a surgery has not been scheduled for a general surgeon to remove the screw. Updates will be provided as more information becomes available. It is unclear whether some damage occurred to the plate or sliders inter-operatively or what the cause of the issue could have been.

Event description:
It was reported that a revision was needed to replace resonate screws backing out of the plate post-operatively.